Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to dislocation of the adm/ mdm poly insert from the mdm metal liner. In order to adjust the patient's version, a shell, mdm metal liner, adm/ mdm poly insert and femoral head were revised. Rep confirmed there are no allegations against the revised head.